Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no objective evidence of a malfunction or inadequate lead-to-device connection; please refer to the description in the initial report for more information regarding the specific circumstances of this event.

Event description:
This supplemental report is being filed as additional information reported this pacemaker exhibited atrial undersensing. Technical services recommended making the ra sensitivity more sensitive. At this time, the device remains in service. No adverse patient effects were reported.

Event description:
It was reported that this pacemaker exhibited high, out-of-range pacing impedance on the right ventricular (rv) channel, resulting in a lead safety switch. Threshold and sensing measurements were reportedly within normal range. The device programming was optimized. No adverse patient effects were reported. This device remains in service. Additional information was received indicating that the patient had received an alert on her remote patient monitoring system for high out-of-range pacing lead impedance.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no objective evidence of a malfunction or inadequate lead-to-device connection; please refer to the description in the initial report for more information regarding the specific circumstances of this event.

Manufacturer narrative:
This device was included in the recent minute ventilation sensor signal oversensing advisory population. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this pacemaker exhibited high, out-of-range pacing impedance on the right ventricular (rv) channel, resulting in a lead safety switch. Threshold and sensing measurements were reportedly within normal range. The device programming was optimized. No adverse patient effects were reported. This device remains in service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no objective evidence of a malfunction or inadequate lead-to-device connection; please refer to the description in the initial report for more information regarding the specific circumstances of this event.

Event description:
This report is being filed to submit and updated conclusion code.